Manufacturer narrative:
The microcatheter was not returned for analysis as it was discarded at the site. Based on the reported information of catheter rupture could not be confirmed and the cause could not be determined. It is possible that the catheter rupture could have occurred due to over-pressurization, as a result of an occlusion (i.e. Solidified embolic material / kink) within the catheter, resulting in pressures exceeding the limits of the catheter. Per the delivery micro catheter instructions for use (IFU): ¿infusion pressure with this device should not exceed 690 kpa/100 psi. Pressure in excess of 690 kpa/100 psi may result in catheter rupture, possibly resulting in patient injury. If flow through the catheter becomes restricted, do not attempt to clear the device by high pressure infusion. Remove the catheter and replace it with a new catheter. Excessive pressure may cause catheter rupture, possibly resulting in patient injury.¿ the lot history record showed no discrepancies that would have contributed to the reported experience.

Event description:
Medtronic received report that during the procedure with competitor embolic material (n-bca and etoh) the apollo catheter ruptured. During a buttock arteriovenous malformation (avm) procedure, injection of glue (histoacryl) after etoh injection resulted in proximal rupture of apollo catheter. No injury to the patient occurred. The liquid embolic did not get embedded in an unintended location. This event did not required medical intervention. The anatomy was normal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.